Manufacturer narrative:
Other applicable components are product ID: 3889-28, lot# va14xvp, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient's ins and lead was explanted as there was an open wound and infection which was confirmed after healthcare professional examined it. No further complications were reported.